Event description:
(B)(4) around the beginning of (B)(6) 2006 I started to have trouble sleeping, having lower back pain as well as pain in my right hip that often radiated down into my right thigh. In addition, I began to have heavier bleeding and to pass clots approximately the size of a half dollar during my menstrual period. Since then I have experienced several other side effects in addition that I believe are related to my essure implants. These side effects are the following: bloated constantly/ enlarged uterus, constant dull ache/cramps in lower abdomen, severe cramps that feel like labor pains before my period starts, joint pain, hair loss, feeling very full after eating even a small meal, severe exhaustion, brain fog, memory loss, bruise very easily, leg cramps, tingling/numbness in hands and feet, chest pains, heartburn, acid reflux, metallic taste in my mouth, mouth pain after eating certain foods, wake up from a sound sleep choking/gagging, occasional cramping in right side similar to a runner's stitch (when at rest). I have never been diagnosed or treated for any illnesses or allergies. My device implantation was covered by my insurance company at the time. My essure device was implanted on (B)(6) 2005.